Event description:
It was reported that during the implant attempt, there was noise and oversensing from the device. Multiple attempts were made to insert the right ventricular lead into the device without noise, leading to pauses and asystole. The lead was tested, and the device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis revealed no anomalies were found.